Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an inguinal hernia repair, when the surgeon attempted to remove the trocar, the device broke and the shaft of the spacemaker was left in the patient. The shaft was removed with another instrument. The lap pro grip mesh was also part of the procedure. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.